Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The customer reported to have not duplicated the alleged malfunction. The ventilator passed all testing and put the device back to service.